Manufacturer narrative:
This device is not distributed in us so that 510k is blank. We performed good faith effort to gather additional information regarding this event, but no additional information is available at this time. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When to the ileocecal region , the scope showed a yellow screen on the image, which was redone the examination. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the pentax engineer checked with hospital staff. The device was used for examination. No harm was caused to the patient. The examination was completed with other device. Based on the content of investigated data, it was determined that the potential cause/root cause of failure was that the image defect occurred due to corrosion of the electrical contacts due to water intrusion, disconnection of the ccd, etc.. As the problem was repaired by a third party, we were unable to determine the cause in detail. The device was repaired by the third party and returned to the hospital. Reminded the hospital the precautions to be taken in the process of use, and they had better to find pentax factory to carry out maintenance to ensure the quality of maintenance. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 04-apr-2017 under normal conditions. The endoscope was reworked for objective lens defect including objective lens replacement and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 04-apr-2017. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.